Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the issue was resolved, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patients were not crossing to pyxis and 5 patients were affected. The patient samples were provided. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.